Event description:
A straight long saver attachment was sent for eval due to overheating during testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
Add'l info will be submitted once the quality investigation is completed.